Event description:
There was ivf leaking at the connection site between the huber needle tubing and the continu-flo IV tubing. IV tubing removed and port de-accessed per hospital protocol. Further examination of the luer connection revealed that the male fitting on the continu-flo side "bottomed-out" in the female fitting of the huber needle and could not be sufficiently tightened.====================== manufacturer response for huber needle, 20ga x 0.75in, safestep======================the company determined, based on the lot number, that there weren't any problems with the lot (they have mounds of data about each lot), but that the baxter cap was actually a little bit large. In a phone conversation that included the cto and an engineer, we discussed the standard for luer conical fittings, iso 594/1, their qc process, and the likelihood of stretching combined with the second insertion of a male fitting, etc.